Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to remove versed drip from pyxis. Rx 755971057 midazolam 100 mg bag. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove versed drip from pyxis. A technical support specialist (tss) verified that messages were being received by the cce interface and coordinated with iest and the integration engineer to confirm that cce was processing them. The tss dialed into the es server, opened sql server management studio, and ran queries to determine whether messages were queued and whether they were processing. When the values increased, it indicated the messages were not being processed. A query was also run to confirm the timestamp of the last received message, and the patient or order example provided by the customer was reviewed. It was determined that the orders given amount unit of measure did not match any units configured in the formulary, and that the given amount unit would need to be updated in cerner for proper display in pyxis. Alternatively, the unit could be updated in the pharmacy formulary to match the information being sent in the order if needed and looking at order, it was received with a given amount of mg, which matches the unit configured in the formulary. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to remove versed drip from pyxis. Rx 755971057 midazolam 100 mg bag. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.